Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this lead reported experiencing syncope. Device interrogation was performed where it was noted that the patient had received a total of nine shocks due to oversensed atrial activity. The lead had dislodged and was in the atrium. The patient was seen for a revision procedure where the lead was repositioned. The lead remains in service.